Event description:
Customer reports that they are unable to tighten the stocock securely resulting in a leaking condition during surgery when they begin the i.v. Reporter states the device is leaking "on the spike side at the bag end." Reporter states no patient injury resulted.